Event description:
On portable abdominal x-ray, a metallic wire within the region of the lt groin was noted. Pt was taken to angioplasty for retrieval of the retained wire fragment. This was in common iliac venous system. There was thrombus involving the common iliac veins.